Event description:
Overdelivery reported. The pump was programmed by outpatient clinic to infuse 5grams of 5fu over one week. The patient went home with the device, and later reported that the entire 120ml container infused within one hour. The patient was "admitted to the hospital to receive prophylactic intervention to prevent possible kidney damage that may occur when overdelivery of 5fu occurs." The patient has subsequently been discharged and is reportedly doing fine. No additional information was available.

Manufacturer narrative:
A review of the pump's history log indicated the pump was programmed on 5/29/97 at 8:34 a.m. For continuous mode at a rate of 120.5ml/h. The infusion was then started at 9:06 a.m. A power loss alarm occurred at 9:58 a.m. The pump was then reprogrammed for 1.0ml/h at 11:28 a.m. An infusion test ran at 120.5ml/h for about one hour within system specifications and without any alarms. The percent of error was -2.63%.